Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the ventricular lead exhibited oversensing and noise. It was further reported that follow up was attempted, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the ventricular lead exhibited oversensing and noise. Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead had a potential fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Alerts: 1 -patient alert for lead failure predictor on (B)(4) 2013. Oversensing/noise: 2-ventricular nst<(><<)>=210 ms on (B)(4) 2013 and (B)(4) 2013. (B)(4).